Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. Customer stated they were able to push insulin through manually, but a no delivery alarm would occur during fill tubing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.